Event description:
It was reported that the fiber broke at 85,339 joules and 21 minutes of use. The fiber tip was not cleaned. The procedure was completed with a second fiber. No injury to the patient was reported.

Manufacturer narrative:
Event updated , initial reporter first name updated patient codes updated device evaluated by manufacturer updated h6: evaluation codes added the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The distal part of glass cap and metal cap are detached and not returned. The glass cap exhibits severe devitrification at output window. The outer flow tubing open end exhibits minor scratch marks and signs of melting. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/13/2018 10:00 am CT.the report number is being corrected from: 2937094-2018-60191to: 2937094-2018-60018

Event description:
It was reported that the fiber broke at 85,339 joules and 21 minutes of use. The fiber tip was not cleaned. The procedure was completed with a second fiber. No injury to the patient occurred due to this event.